Event description:
Healthcare professional reported "device migration" and "implant malposition" via national breast implant registry (nbir). This record is for left side. Device was explanted and replaced. It is unknown if device will be returned.

Manufacturer narrative:
The event of device migration and malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: device migration, malposition.